Event description:
The customer returned the ventilator with a reported problem of a constant audible alarm on the nurse call system, in service, the ventilator had no flow condition.

Manufacturer narrative:
Na.